Manufacturer narrative:
Correction added to "event description" including reference regulatory numbers that was inadvertently omitted in error. Also, adding final report statement that was omitted in error. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference regulatory report: 3006705815-2019-03242; reference regulatory report:3006705815-2019-03243; reference regulatory report:1627487-2019-09664; reference regulatory report: 3006705815-2019-03240.

Manufacturer narrative:
Statement added to file final report of event issue.

Event description:
Additional information received via follow-up that the patient had their entire system explanted due to an infection at the lead site. Reportedly, the infection has resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced an infection at the upper incision. As a result, the patient was prescribed antibiotics, wherein the infection cleared. Patient remains stable.